Event description:
A report was received that stated a patient received insufficient local anesthesia when the listed medical device was used. It was necessary to place a patient under general anesthesia during the procedure. No adverse effects to the patient reported.

Manufacturer narrative:
Manufacturer completed entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.